Event description:
Related to medical device MFR's report # 3004742232-2009-00044. It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system became stuck on the guide wire. The guide wire fractured and required surgical intervention for removal. The target lesion was an 88mm long cto located in the distal right sfa. The physician used an up-and-over approach from the left groin using a 7f/45cm sheath and successfully wired the lesion with a v-18 wire, crossed with a 0.18" glidecath, then crossed with a viperwire with the tip parked in the mid calf in the tpt/ostial pt region. The physician performed 30 second runs at medium and high speed sanding for approx 2 1/2 minutes using a 30 micron/1.5 solid crown diamondback oad. The follow-up angiogram was fine, so he upsized to this 30 micron/2.0 solid crown diamondback oad and performed 4-5 runs on medium and high speeds. During these runs the crown became stuck 2-3 times and he had to pull it back and re-spin. On the final run the oad locked onto the wire and had to be removed as a unit with the wire. During removal, the wire fractured and 1/2 to 2/3 of it was left in the pt - with the distal end in the heel and the proximal end in the ostial sfa. The physician successfully captured the proximal end of the wire with a snare, but the wire seemed to be very brittle and a piece of approx 1" in length of the proximal end of the wire broke off and was successfully removed. The proximal end of the remaining wire (inside the pt) moved subintimal under a flap and was unable to be grasped for removal. The pt was then transferred for emergent surgical intervention to remove the retained portion. Add'l info has been requested regarding this event.

Manufacturer narrative:
.